Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked belt clip slot, a cracked case at the display window corners, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It is reported that customer dropped insulin pump which caused physical damage to battery compartment. Customer also reports that drive support cap was damaged. Customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).